Manufacturer narrative:
Products from multiple manufacturers are implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient was experiencing herniation at c3/4 & c4/5 resulting in spinal cord compression was taken for emergency surgery. Per the operating surgeon, the patient's condition was "a missed diagnosis" at another hospital, and the patient was quadriparetic prior to surgery, and was "very sick." Reportedly, the patient had presented at another hospital one week prior with hyponatremia and weakness. An acdf was planned, but intra-operatively the degenerative process was found to be advanced, and it appeared that there was an infection or possible neoplasm. (Cultures of the resected tissues grew staphylococcus simulans, which was ruled likely a contaminant by the internist.) A c4 corpectomy was performed instead using a 16mm fibular allograft strut. Due to concerns of infection in the patient's bone, autograft was not used, and 1/2 of a 1 inch by 2 inch sponge of rhbmp-2/acs was instead placed into the central canal of the strut, which had been drilled out a little more to pencil width. Total surgery time was two hours, and steroids were not administered post-op. The patient reportedly developed pneumonia early post-op, but the surgical site and neck looked good through pod 2 & 3. The patient was also reported to have undergone a traumatic urinary catheter placement. The patient's temperature increased on pod 4 and the patient's breathing became stridorous. The patient was sent by the internist for a chest CT on ppd 5, at which time the operating surgeon also requested CT of neck due to complaint of dysphagia and sob. The patient did not appear to have extensive neck swelling or external inspection. The patient reportedly went into respiratory distress during the CT scan. The patient was re-intubated. The patient was found to have suffered an anoxic brain injury, and became comatose. The internist believes that the patient "plugged off" when he was laid down for the CT. Review of the neck CT demonstrated diffuse swelling of the pre-vertebral tissues, with decreased tracheal diameter. The patient subsequently expired.